Event description:
A hospital in (B) (6) reported that when preventative maintenance ( 'pm' ) testing was performed on an rd900aeu neopuff infant resuscitator , one of the tests failed. The hospital further reported that when the device was set to a flow rate of 15 l/min, the limit of 80cm of water was exceeded. No patient consequence was reported.

Manufacturer narrative:
Ps40268. The rd900aeu neopuff infant resuscitator was serviced and the manometer replaced. Following servicing, the unit was returned to the hospital. The manometer component is currently en route to fisher and paykel healthcare for investigation. We will provide a follow-up report when the investigation is complete.